Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: wear, deterioration, deformation, or another type of physical stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the adhesive of the videoscope's bending section cover was chipped, a liquid dripped from the light guide bundle, and its control unit, upward and downward angulation lever plate, and universal cord were sticky. There was no patient involvement.